Manufacturer narrative:
Device is combination product. (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that no action was taken to treat the event and on (B)(6) 2013, the event was considered resolved without residual effects.

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced congestive heart failure. In (B)(6) 2012 the patient presented with stable angina and cardiac catheterization was recommended. The 80% stenosed and 14mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.8mm. The target lesion was treated with direct stent placement of a 4.0x20mm promus element study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013 the patient presented with congestive heart failure and was hospitalized. It unspecified how the patient was treated.

Manufacturer narrative:
(B)(4).